Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a stent deployed prematurely. The lesion location was not specified. The tortuosity, percent stenosis, and degree of calcification are unk. The sentinol biliary 6x40x135 stent was deployed, as it was being loaded onto the guidewire. The procedure outcome is unk. No pt injuries or complications were reported. The pt condition is unk. Attempts to obtain additional info were unsuccessful.

Manufacturer narrative:
The device was not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.